Event description:
After delivery of insulin, blood was pulled back into device and contaminated the 30-day supply of insulin. Manufacturer had no explanation, when it was reported to them. Manufacturer would not let reporter speak with research and development to repeat this incident.